Manufacturer narrative:
(B)(4). The field service representative (fsr) went onsite to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr completed service and reported the unit meets service specifications. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the display has just gone black. The customer reported on boot-up the display went on but went black within one minute. The issue occurred during patient use; the respiratory therapist noticed the issue when the started the ventilator and removed the unit right away. The customer reported there is no patient consequence associated with the event.